Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-00574. It was reported the patient lost effective therapy. Low impedances were observed. In turn, troubleshooting unable to resolve the issue. X-ray revealed both leads had migrated. As a result, the patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.